Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026, after receiving a high sg alert on the pump while asleep. The patient later delivered a correction bolus via the pump, and a subsequent blood glucose reading was 223mg/dl. No further information available.